Event description:
During the procedure the blood line tubing disconnected from the wye of the cardioplegia tubing set. Approximately 800 cc of a blood cardioplegia mix was spilled. The wye was replaced in order to continue and complete the procedure. There was no patient injury and no additional medial intervention was required to compensate for the blood lost.